Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 31-300818 arcos 18 x 150 mm sts stem trl lot#: 843340, catalog#: 31-301300 arcos con sz a std 50 mm trl lot#: 422427, catalog#: 31-301302 arcos con sz b std 60 mm trl lot#: 429960. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05671, 0001825034-2019-05676, 0001825034-2019-05677.

Event description:
It was reported that the proximal body would not disengage from the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.